Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (resets) was confirmed. As received, the battery charger was resetting. The cause of the resets was an intermittent bga connection on pld u1003 and processor u104 of the charger computer/analog board. The intermittent connection is likely due to a fractured solder connection induced by mechanical stress. The exact source of the mechanical stress has not been positively identified but the fractured connection may have been accelerated through rough handling. No adverse event resulted from the defective charger.

Event description:
A zoll distributor returned charger sn (B)(4) to report that the charger was resetting.